Event description:
Pt had a colon resection with anastomosis for diverticuli for diverticuli of large intestine. She returned to the emergency dept on (B)(6) 2018 due to pain, CT of the abdomen indicated the presence increased free intraperitoneal air and focal increased air adjacent to the operative site in the sigmoid colon consistent with bile leak, discussed with the surgeon. On (B)(6) 2018 she underwent add'l surgery, noted a dehiscence of the anastomosis site and had a colostomy. She was discharged on (B)(6) 2018 with wound / home care f/u. On (B)(6) 2018, she was re-admitted for a takedown of the colostomy and discharged on (B)(6) 2018. The ethicon stapler used is under a class I product recall as of (B)(6) 2019. FDA safety report ID# (B)(4).